Event description:
Pt called lfs and alleged that their meter was reading inaccurately erratic. The pt obtained a result of 360 mg/dl on their meter. They called the e.r. For advice because they were not used to obtaining such a high result and they were not experiencing any symptoms at the time. The medical professional asked the pt if they could retest, which they did. The result was 110 mg/dl. The tests were done within 20 minutes. These results fell outside of the 20% specifications. No treatment was given; pt's diabetes is diet and exercise controlled. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt did not have any control solution to test. Based on the info provided, there is evidence of meter malfunction; however, there is no evidence of the pt suffering a serious injury. The meter, test strips, and control solution have been replaced for the pt. No further info has been reported.